Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was experiencing mid flexion instability. Surgeon removed #4 9mm ps insert from cementless tritanium tibia component and wanted to replace with a ts insert for more stability. Surgeon was advised that using a ts insert with a cementless tritanium tibia component was considered off-label use. He acknowledged off-label use and used a #4 11 ts poly insert.

Manufacturer narrative:
An event regarding instability of a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient was experiencing mid flexion instability. Surgeon removed #4 9mm ps insert from cementless tritanium tibia component and wanted to replace with a ts insert for more stability. Surgeon was advised that using a ts insert with a cementless tritanium tibia component was considered off-label use. He acknowledged off-label use and used a #4 11 ts poly insert.